Event description:
Unomedical reference number (B)(4). Event occurred in canada. On (B)(6) 2024, it was reported that patient faced six infusion set adhesive issue since (B)(6) 2024. Patient reported that 6 out of 10 sets did not last a day. No further information available.

Manufacturer narrative:
Initial and final MDR 1938258 - MDR 3003442380-2024-14374 - device 5 of 6. E1: (B)(6).